Manufacturer narrative:
The manufacturer received information alleging a malfunction of a ventilator¿s touchscreen was not working. The device was not in patient use. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. The device's lcd display, display assembly, display interface board, display ribbon cable, and a display interface board cable and o2 transport kit needs to be replaced to address the issues. The lcd display, display assembly, display interface board, display ribbon cable, and a display interface board cable were evaluated by the manufacturer's product investigation laboratory (pil) and found the lcd display, display assembly, display interface board, display ribbon cable, and a display interface board cable were functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a malfunction of a ventilator¿s touchscreen was not working. The device was not in patient use. The ventilator was returned to the third party service center for evaluation and the customer¿s complaint was confirmed. The device's lcd display, display assembly, display interface board, display ribbon cable, and a display interface board cable and o2 transport kit needs to be replaced to address the issues.